Event description:
It was reported that the event occurred while in the cardio cath lab during insertion. During product prep the m.d. Stated following the instructions for use. The m.d. Attempted to insert the intra-aortic balloon (iab) through the teflon sheath via left femoral artery when resistance was met and got stuck. As a result, the iab and teflon sheath were removed as one unit together successfully. A new iab was prepped and inserted through a new teflon sheath via the same insertion site (left femoral artery) successfully. There was no resistance felt. There was no report of patient death. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy with no harm to the patient. The patient outcome is no complications, injury and no severe result.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.